Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
I was reported the patient presented in the hospital. The patient's implantable cardioverter defibrillator (ICD) had delivered an inappropriate shock for a supraventricular tachycardia /ventricular tachycardia. The ICD was reprogrammed. The patient is recovering.